Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the account on a no cross form stated that the resolute onyx device was damaged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The target lesion was in the rca, the lesion was heavily calcified with 90% stenosis and minimum tortuosity. It was subsequently reported that the product was not damaged. The initial information was reported incorrectly. If information is provided in the future, a supplemental report will be issued.